Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms of the rooms are not displayed in the caregroup on the mp70 patient monitor. No additional information regarding the patient, such as gender, age, height and weight, or if there was any harm, was available at the time this report was due.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.